Event description:
Caller reported a malfunction on the pump that caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was unknown. Correction was attempted via a manual injection, and no third-party assistance was needed. Technical support guided the customer through resetting the pump malfunction, which did not recur afterward, and the customer was advised to continue using the pump and to call back if the issue reoccurred.